Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was functioning properly; however, a slight unexpected curvature was observed. Upon evaluation by the urologist, a proximal crossover was diagnosed. A corrective surgical procedure was subsequently performed, during which the crossover cylinder was partially removed, the affected corporal body was dilated correctly, and the same cylinder inserted back in. No additional device issues were identified, and no patient complications were reported.